Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kinks and fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the embolization coil was detached within the introducer sheath and undamaged. This likely resulted from the pusher assembly fracture. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using a packing coil lp. During the procedure, a packing coil lp would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using another penumbra coil. There was no report of an adverse effect to the patient.